Event description:
It was reported that the patient had the artificial urinary sphincter cuff component, that was originally implanted in (B)(6) 2019, removed as the tab would not hold over the button on the cuff and kept coming undone. A ne artificial urinary sphincter 4.0 cm cuff was implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.